Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported on behalf of the customer that pseudomonas aeruginosa was detected in the bile of 3 patients after testing the evis lucera elite duodenovideoscope. Reportedly, similar events happened in the past. It is unknown if the same device had a causal relationship for the infection that occurred in the past since the endoscope equipment culture test has not been performed. Reportedly bedside washing was not performed according to the procedure. All 3 patients are reported to be stable. Additional follow-up has been requested for and the number of similar events in the past, however no information has been received as of this report. 3 separate events have been reported under the following patient identifiers: 1) related patient identifier # (B)(6) , evis lucera elite duodenovideoscope model # tjf-q290v, serial # (B)(6) . 2) related patient identifier # (B)(6) , evis lucera elite duodenovideoscope model # tjf-q290v, serial # (B)(6) . 3) related patient identifier # (B)(6) , evis lucera elite duodenovideoscope model # tjf-q290v, serial # (B)(6) .

Event description:
Additional information received stated that the bile samples were sent for culture tests, and the results were confirmed. However, the type of microorganisms is not yet confirmed. Scope culture test was performed and no pseudomonas aeruginosa was detected. All three patients are currently in good health with no symptoms.

Manufacturer narrative:
Equipment reprocessing and pre-cleaning questionnaire stated there were concerns and revealed the following: 1) the precleaning process did not start immediately after the procedure was completed. 2) the suction pump to draw water from the forceps/suction channel was not used. 3) the forceps elevator was not raised and lowered 3 times under water while aspirating. 4) the aspiration button and its functions was not applied and used to per procedure. 5) the air/water was not supplied to the air/water supply channel and the balloon water supply channel. 6) w-channel cleaning adapter (mh-948) was not used to supply air and liquid to the air and water channels. 7) the endoscopes were not submerged within 1 hour after the incident and it passed the leak test. 8) the cleaning solution used was endfresh s. 11) brushing was performed on forceps channel/suction channel, suction cylinder, forceps plug base, forceps rising table. 12) the forceps lifting base was not raised and lowered three times under cleaning immersion. 13) the endoscope cleaning and disinfectant device used was olympus endoscope reprocessor-5 and no problem was found with the endoscope cleaning and disinfection device. 14) the cleaning solution used ended quick. 15) aceside sanitizer was used. 16) the cleaning tube was connected to all channels when the endoscope was set in the endoscope disinfector. 17) the disinfectant solution was checked for expiration date before use and its concentration was found to be effective. 18) the water quality of the rinse water was controlled. 19) the water filter was replaced regularly according to the instruction manual. 20) wiping up with a clean towel/paper was the drying process for endoscope cleaning and disinfection equipment followed. 21) drying function was not used to store the endoscopes after reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus, a culture test and device inspection could not be performed. A relationship between the subject device and the patient infections could not be identified. Therefore, the root cause could not be determined. However, based on the information provided, it was confirmed that the user deviated from the reprocessing steps outlined in the instructions for use (IFU). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the facility (per CAPA-201237 interview). The facility reported that at the time of the event, device reprocessing was conducted according to the olympus instructions for use (IFU) manual. However, after the reported occurrence, (during an olympus demonstration) it was identified that there were deviations from the reprocessing procedures. The facility did not properly follow the reprocessing steps outlined in the olympus IFU manual. Reprocessing of the endoscope occurs with pre-cleaning simplified. Prior to cleaning with the automated endoscope reprocessors (aer) and chemicals the endoscope is washed once with joy (dishwashing detergent). Once cleaned, each channel of the endoscope is blown with endo push for about 5 seconds. Afterwards, the scopes are hung in the storage cabinet (the area that encounters the storage cabinet covered with a water-absorbing sheet which is replaced once every two weeks), and desiccant is put in the storage cabinet (replaced at least once a month). Visual and functional checks are performed during preparation for use of the device; however, damage checks are not performed, and repairs are requested when abnormalities are found or when instructions are given by doctors. It was also disclosed that during a culture test the scope came up with a positive culture, but it was determined that the outer surface of the scope encountered someone¿s hand who had touched a dirty valve. This case has already been reported to the infection control department. Additionally, it was disclosed that sometimes the staff soaks the endoscope in liquid at night and reprocesses the next morning. To prevent future occurrences, the facility has confirmed with olympus (during demonstration) that the correct reprocessing procedures are being followed. Per the facility, routine reprocessing training/education is provided to new staff members using the reprocessing materials. Based on the additional information obtained by olympus, a relationship between the subject device and the reported patient infection could not be confirmed. Therefore, there is no change to the previously reported legal manufacturer¿s investigation findings.